Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 432mg/dl which was treated with manual injection and current blood glucose at time of previous event was 502mg/dl. Customer also experienced at high blood glucose of 576mg/dl before they call back and the current blood glucose was 536mg/dl. Customer mentioned that drive support was normal and insulin exited at the quick release. Customer declined to continue the troubleshoot for high blood glucose. Insulin pump will be return for analysis.